Event description:
The patient reported rapid battery depletion approximately two months after the spinal cord stimulation (scs) implantable pulse generator (ipg) was implanted. The patient was using continuous high amplitude stimulation for 24 hours a day including during sleep. The patient also reported experiencing a heating sensation and electrical shocking sensation around the battery implant site.